Event description:
The user reported receiving repeated a repeated restart alert. The user restarted the ilet multiple times but continued to receive the alert. Ilet is being replaced. Blood glucose was not affected.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.